Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Tip of the needle broke off after it was used, - very small tip came off. Rest of suture intact and attached to thread. The incident does not cause harm to the patient. I loaded the suture in needle driver, when I handed it to surgeon the tread from the end of the needle pop up. I checked the whole needle and thread and it was complete. The needle was not in yet to the patient' tissue when the incident happened. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: please note: both the sutures reported by the hospital in one complaint. Patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ were there any patient consequences? ¿the incident does not cause harm to the patient. I loaded the suture in needle driver, when I handed it to surgeon the tread from the end of the needle pop up. I checked the whole needle and thread and it was complete. The needle was not in yet to the patient' tissue when the incident happened. ¿ did any needle piece fall into the patient? Na. If yes, ¿ was the needle piece(s) retrieved during the same procedure? Na. ¿ were x-rays taken to locate the needle piece(s)? Na. ¿ what measures were taken to retrieve the broken piece? Na. ¿ was there any additional tissue damage as a result of searching for the needle piece? Na. ¿ if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? ¿ status of product return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/28/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil packet was received for analysis that belong to product code z334h. During the inspection of the packaging, it was found that the needle or suture was not returned for evaluation. Therefore, no conclusion could be reached on the cause of the reported event. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.